Event description:
Procedure: inguinal hernia repair. According to the reporter: balloon is defective. It would not inflate properly. New device needed to be opened. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: (B)(4) 2014.